Event description:
It was reported that during a da vinci si total benign hysterectomy procedure that the instrument was noted that a wire at the tip of the instrument at the pulley system was broken. The surgeon did not note any unusual movements or issues handling the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
This complaint has already been reported under MFR report 2955842-2013-01318. Therefore this MDR is being retracted.